Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 450mg/dl. Customer requested samples of quick sets and infusion sets as they are getting a lot of occlusions and high blood glucose. The customer declined to troubleshoot as they are already working with their doctor and diabetes educator on the issues. No further details given.